Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set site changes to address some of the occlusions, others were cleared without the need to change the infusion set site. Customer's blood glucose (bg) level ranged between 200 mg/dl to "high". Customer did not address bg level.